Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 2.0 nav cath 31mm presented a guidewire stuck during procedure inside the right inferior pulmonary vein (ripv). The physician pulled the wire and the wire stopped moving. It was released by pushing while turning the wire. Inside the heart were two more non-bsc devices. Completed the procedure using this device as it was. No patient complications reported. The device was discarded.